Event description:
It was reported that during set-up, the clinician noticed the water injected flow into the balloon and as a result, it was not used on a pt.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.